Manufacturer narrative:
Evaluation results: (root cause of the event could not be determined); inherent risk of procedure ¿ (stent thrombosis); no results available since no evaluation performed -( device or procedural images not provided for review) 709 none ¿ (device not returned for evaluation). Evaluation conclusions: inherent risk of procedure ¿ (stent thrombosis). (Root cause could not be determined); unable to confirm complaint - (device or procedural images not provided for review); no device returned. (B)(4).

Event description:
A resolute integrity drug eluting stent was successfully implanted in a calcified lesion with 90% stenosis in the lad vessel. The lesion had been pre-dilated, twice at 12atm for a total of 15 seconds with no issues noted. It was reported that the stent had been implanted with sufficient adherence to the vessel wall and the stent was then post dilated successfully. Approximately two days later stent thrombosis was reported. This was treated by urgent ptca and an additional resolute integrity drug eluting stent was implanted distal to the previously implanted stent. No reported patient complications or other clinical sequelae.